Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they the insulin pump had alarmed a power error detected. It had occurred 5 times. The customer¿s blood glucose level was 20.2 mmol/l. They did an infusion set change and treated with the insulin pump. Troubleshooting was performed. They were given a series of steps to go through after the call ends to resolve the issue. However, the customer was offered a replacement for the device and they accept. The device will not be returned for analysis.